Event description:
It was reported that after undergoing a trial, the pt experienced weakness in her lower extremities. An MRI revealed an epidural hematoma. The pt was brought back into the operating room for surgery. The hcp reported the pt condition as much improved.

Manufacturer narrative:
(B)(4).